Event description:
It was reported that the device had failed pressure disk accuracy test. No patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 04/11/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had failed pressure disk accuracy test. No patient involvement.

Manufacturer narrative:
H7 & h9 fields are updated this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover (bottom front corners cracked), rear case (bottom front corners cracked), pressure sensor (failed pm) and right iui (contaminated). Calibrated. A review of the device history record showed the device had a manufacture date of 04/11/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn14057875 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the front case - damaged/ cracked (bottom left). During servicing we identified pressure sensor which constitutes a reportable malfunction. There was no patient involvement. ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿a patient side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the sn14057875 which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1604765 syr rear case CAPA ca-2018-0161 iui conn issues

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device had failed pressure disk accuracy test. No patient involvement.